Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported mass in capsule, which is not device related. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported mass in capsule, which is not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed in the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: ¿ creases are observed.